Manufacturer narrative:
(B)(4). Refer to field for the results of the imaging evaluation. The gore® excluder® aaa endoprosthesis iliac branch component hgb161007 was returned and an engineering evaluation was performed. The investigation showed that the delivery catheter was broken at the trailing olive and that the guidewire lumen of the leading end had fractured. The deployment knob was returned on the catheter and the deployment line had been pulled out of the catheter shaft. The findings from the evaluation are consistent with the physician¿s observations. The cause for the broken catheter could not be determined with the currently available information.

Manufacturer narrative:
UDI for hgb161007 gore® excluder® iliac branch endoprosthesis, internal iliac component: (B)(4). Patient medication post-operatively: plavix for three months. The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for a bilateral aortoiliac aneurysm and was treated with gore® excluder® aaa endoprostheses. A dsf 16/33 dryseal flex sheath was inserted via the left patient side and a femorofemoral through wire was established. After having initiated first stage deployment of a ceb231010 iliac branch component at the intended location, an hgb161007 internal iliac component was advanced through a 12 fr sheath on the right side. When attempting to advance the device catheter into the internal iliac artery, a small amount of resistance was felt due to an entanglement of the through wire and the guidewire leading into the vessel. The wire wrap could however not be solved by rotating the catheter. In the context of repositioning movements, it was attempted to retract the hgb catheter and it was observed that the entire device had deployed unintentionally in the right hypogastric artery. In addition, the leading olive had also separated completely from the catheter. Subsequent snaring efforts were unsuccessful and the leading olive remained in artery which was locally dissected during the manipulation. The assumption was made that the resistance might have been responsible for proximal catheter damage which led to premature device deployment and leading olive separation. Following a renewed advancement of the sheath, the physician managed to re-catheterize the hypogastric¿s true lumen and several devices were used to repair the dissection, to reconnect to the ceb iliac branch component and to achieve adequate seal. During the repair, a palmaz stent was used to compress the previously deployed hgb internal iliac against the vessel wall. The ceb component was extended into the right external artery. The patient tolerated the procedure.